Manufacturer narrative:
(B)(4). Batch # n54c62. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "staple knife did not come out ", did the device deliver a staple line? If yes, was it complete?

Event description:
It was reported that during an unknown procedure, the staple knife did not come out. There were no patient consequences reported.